Manufacturer narrative:
There was no reported device malfunction associated with the navitor valve. An event for patient effects of hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported hypotension appears to relate to procedural conditions. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances, as CPR was performed, and intra-aortic balloon pump was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient was deemed high-risk and had a very low ejection fraction. During the procedure, a pre-bav was performed and the patient became hypotensive as a result. While crossing the native valve with the ds, the patients hypotension gradually worsened during the first implant attempt. After the valve was recaptured, brief CPR was performed for 1 minute. After the second and final deployment, the patient continued to have hypotension which resulted in a couple minutes of CPR. After the patient stabilized, the physicians decided to place an intra-aortic balloon pump (iabp) for extra support. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.